Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 69 mg/dl. The customer stated that she eat something but sometimes it does not bring it up so she will drink something to bring it up. Customer was experiencing low blood glucose for 1 month. The customer was advised to speak with health care provider regarding the low blood glucose. Customer was assisted in performing displacement test and test passed. Customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack in the upper right corner of the pump. The customer stated that screen is scratched up and is difficult for her to see what is on the screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.